Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump lost power and had no audible tone or vibration. The patient replaced the battery and the pump emitted multiple replace battery alarms. A review of the alarm history confirmed a replace battery alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2014 with the following findings: visual inspection of the pump found no cosmetic damages. Review of black box data found replace battery warning on the day of the complaint. Investigation did not find any damages to the battery compartment or the battery cap. The battery cap was able to fully tighten and the pump powered up and functioned properly. A rewind/load/prime sequence was executed without incidents. The electrical current draws were within specifications. The pump casing was opened and no evidence of moisture intrusion or loose components was found in the pump interior. No evidence of intermittent contacts were found with the power circuit or the printed circuit board. The investigation confirmed but was unable duplicate the reported power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.